Event description:
It was reported by a non-medical professional that a patient underwent a cervical fusion and decompression at unk levels. Per the reporter, "defective steel plates with defective mounting mechanisms" were implanted, and as a result, "these plates are not stable" and have resulted in "serious injury and damages" to the patient.

Manufacturer narrative:
Medtronic does not manufacture or distribute any cervical plates or cervical plate mounting systems composed of any form of steel, therefore, the initial report received by medtronic is factually incorrect. Nevertheless, we are filing this medwatch for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.